Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 20 mmol/l. The device was not exposed to a strong magnetic field. The drive support cap appeared normal. Customer is able to rewind the device. The motor error alarm has occurred more than once in the last thirty days. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion,prime/a33, no delivery and motor tests. No motor error alarm noted. Device had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.